Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 4.06 miu/ml accompanied by a data flag. The value was reported outside of the laboratory and the patient complained about the value since she is pregnant. The sample was repeated on (B)(6) 2017, resulting as 10000 miu/ml accompanied by a data flag. The sample was then diluted 1:10 and repeated, resulting as 62388 miu/ml accompanied by a data flag on (B)(6) 2017. No adverse events were alleged to have occured with the patient. The hcgb reagent lot number was 25919900, with an expiration date of 30-nov-2018. The field service engineer checked the analyzer and did not find any hardware issues. He found that the customer was using sample tubes that were 11x88mm, which is outside of specifications for tubes used on the analyzer.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Calibration was last performed on (B)(4) 2017 and this was within expectations. Calibration was outdated at the time of the event. Quality controls were within range on (B)(4) 2018. Possible root causes may be related to the use of non-specified sample tubes, instrument issues, sample quality, and insufficient maintenance.